Manufacturer narrative:
Qn#(B)(4). The device history device review for the product visistat 35r 6/box lot# 73g2200739 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the staples would not fire; suture was used to close. No injury reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed the first staple was partially formed and the second staple was misaligned. The stapler was returned with 28 staples remaining in the cover block. The trigger was returned engaged. Evidence of use in the form of biological material was not present on the device. There was no visual evidence of damage to the anvil or forming tool. Visual inspection showed evidence of the pawl being out of position. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first partially formed staple was released. The second staple formed but did not release, trigger was stuck. Nine staples were fired into simulated skin. 4 caused the trigger to stick and had to squeeze harder to release staple and the other 5 staples formed and released successfully. It was observed during visual inspection that the pawl was out of position. Pawl was placed back into the correct position and 5 additional staples were fired into the simulated skin. All 5 staples formed and fired successfully. Pawl re verted back to the incorrect position after firing the 3 additional staples. Frame visistat fh (tfx-000796) was reviewed. Further visual inspection revealed a short shot on a non-critical dimension inside the frame of the device. The device history review for the product visistat 35r 6/box lot# 73g2200739 investigation did not show issues related to the complaint. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination of the returned sample revealed the first staple was partially formed and the second staple was misaligned. The stapler was returned with 28 staples remaining in the cover block. The trigger was returned engaged. Evidence of use in the form of biological material was not present on the device. There was no visual evidence of damage to the anvil or forming tool. Visual inspection showed evidence of the pawl being out of position. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the staple alignment issue was present at the time of assembly. An nc was opened by the manufacturing site to further investigate this issue. It could not be determined what caused the stapler to misfire/jam. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: the staples would not fire; suture was used to close. No injury reported.